Event description:
Customer reported to beckman coulter, inc. (Bec) that 70% of the rheumatoid factors results generated on the image immunochemistry system recovered between 20 and 30 iu/ml. Customer reported that very few results generated were less than 20 iu/ml. Customer reported that other chemistries have no issues. According to the customer, the physicians questioned the results. The physicians complained to the customer that there cannot be so many patient results between 20 and 30 iu/ml, the rheumatoid factor is either negative (below 20 iu/ml) or significantly raised. Customer reported that quality control was recovering within range. Customer reported that when the rheumatoid factor reagent with lot m012376 was replaced with another lot, the issue was resolved. Customer reported that they do not believe the results have had any effect on patient treatment or diagnosis. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Root cause is not known.